Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection on the returned sample revealed the reported problem of leak in the middle port. The reported problem was verified during inspection. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The occurrence date was reported on an unknown date in (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported three exactamix 500 ml eva tpn bags leaked at the middle ports. The event occurred after filling with tpn (total parenteral nutrition). There was no patient involvement. No additional information is available.